Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient had a loss of stimulation. The patient stated that their device hadn't worked in 6 months. The patient said that their current doctor has tried to get the device to take a charge, but it will not. The patient stated that their new doctor wants to replace the old ins. The patient requested that a manufacturer's representative (rep)call the healthcare provider (hcp) to discuss the current product information for the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.